Event description:
The PICC was broken in a place that was not repairable. Rptr discontinued PICC to stop the bleeding and prevent air and/or catheter embolism. Unit personnel had been holding pressure it.